Event description:
As reported on medwatch form FDA 3500a: report #2300530000-2014-8015 "patient's bowel was injured during surgery, initially unsure why; when the device was taken out vaginally the physician noticed the metal tip was exposed. Normally the wire is covered with orange rubber. The wire punctured through the side of the manipulator. A 5 mm injury to the sigmoid bowel by the uterine manipulator (the tip of the rumi) was repaired by 3 sutures". The procedure reported being performed at the time of event was a robotic assisted hysterectomy.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the stated complaint. The device involved in the complaint has been disposed of by the hospital. Once all other requested info is rec'd from the customer and the investigation has been completed, a f/u report will be filed. (B)(4).